Manufacturer narrative:
Additional information received on april 10th 2017 : the female patient had an underlying medical condition of normointensive hydrocephalus. The 2 valves did not function during the same procedure. A third pudenz valve was implanted and functioned correctly.

Manufacturer narrative:
Integra has completed their internal investigation on 06/02/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: one (1) bag was received containing three (3) valves; therefore, it is not possible to identify the lot number of the valves for each complaint. The valves received are part of the following three (3) complaints: complaint number / reported lot number / catalog number complaint number (B)(4) / reported lot number 1161140 / catalog number nl8501356; (B)(4) / 1154399 / nl8501356; (B)(4) / 1161781 / nl8501356. The valves were visually inspected and all three (3) were in good condition. A verification of patency was performed using a syringe and colored water (colored for visual purposes). Water was passed through the valve using a syringe and a connector to attach to the valves¿ inlet results: 1 valve -water passed through the valve without any resistance. 2 valve- water passed through the valve. There was some initial resistance and some pressure had to be exerted to get the initial flow. Once the valve components were wet, water flowed as expected. 3 valve- water passed through the valve. There was some initial resistance and some pressure had to be exerted to get the initial flow. Once the valve components were wet, water flowed as expected. Review of device history record: device history records (dhrs) of the finish goods lot #s 1161140 and 1154399 were reviewed to detect any anomalies that could have occurred during the products¿ manufacturing process which could have contributed and/or be related with the reported condition under investigation. Packaged lot number: 1161140 / 1154399. Catalog number: nl850-1356 / nl850-1356. (B)(4). Manufacturing (pack) date: 4/30/2016 / 12/15/2015. Released for distribution: 5/11/2016 / 01/08/2016. Expiration date: 04/30/2021 / 12/31/2020. The non -sterile pudenz valves 16 mm, medium pressure packaged in the above-mentioned lots were: packaged lot number: 1161140 / 1154399, valve part number: 600784-005 / 600784-005, valve lot number: 1161235 and 1161401 / 1153796 and 1153797, non-sterile valves shop orders were reviewed. All units were tested by manufacturing personnel for occlusion, leakage, backflow, and pressure leakage; no anomaly or discrepancies were reported during the manufacturing or packaging of the fg lots that could be related to the reported condition. Additional information: there are several statements in the IFU which instruct to perform patency test prior implantation. This ensure valve proper performance as silicone tends to stick to itself when dry. Some of these IFU sections are quoted below as reference. Instructions for use ¿valve patency and closing pressure test 1. Connect a length of sterile tubing to the proximal tube or integral connector and elevate the tubing above the valve. No tubing should be connected to the distal integral tube, or connector. 2. Orient the valve such that the distal tube or integral connector is touching the test table. 3. Using a syringe, gently flush the valve and fill the tube to approximately 25 cm. The amount of pressure created by syringe flushing can temporarily deform the silicone elastomer valve, which will cause abnormally low pressure test results. Use sterile deaerated water to help eliminate air bubbles in tubing and valve. After flow through tubing and valve have been established, examine tubing and valve to ensure bubbles have been eliminated. 4. When the water level falls within the intended pressure range (low¿5 to 50 mm h2o; medium¿51 to 110 mm h2o; or high¿111 to 180 mm h2o) a noticeable slowing of flow should occur. 5. The valve closing pressure should be checked when the water level is at the lower limit of the range. The discharge from the valve outlet tube or connector should be less than or equal to 0.08 ml/min., when measured at the lower limit of the pressure range. The pressure is that recorded by measuring the distance from the base of the valve to the top of the water column in the proximal integral connector tube extension. Due to characteristics of silicone materials, some variation in pressure performance may occur. The introduction of a shunting system, including placement of the flushing valve may be accomplished through a variety of surgical techniques; therefore, the surgeon is best advised to use the method which his/her own practice and training dictate to be best for the patient.¿ the following statement is included in the warnings section: ¿this device is made of silicone rubber, which like most rubber, may stick to itself when dry. This tendency to stick may result in slight valve performance variations which may differ from label specifications. When wet, the silicone rubber should not stick, therefore, the surgeon must verify that the valve components are wet and that fluid flows freely through the valve.¿ the following statement is included in the precautions section: ¿fluid flow through the flushing valve should be verified immediately prior to implantation. (See instructions for use.) Flush the valve with gentle syringe pressure. Pressure created by excessive syringe flushing may temporarily deform the silicone elastomer valve diaphragm, which will cause abnormally low pressure-test results.¿ this section is being revised due to a miscalculation of the number of released units from march 2015 to march 2017. Upon review of integra's complaint system from march 2015 - march 2017, there have been three (3) complaints related to no flow for the pudenz product family (including these two). (B)(4). Conclusion: documentation review of the valves showed that the manufacturing and packaging processes ran normally. There are no indications that the reported complaints were as result of these processes. All valves are tested for occlusion, leakage, backflow, and flow pressure during manufacturing and all released valves meet all the established requirements. Apparently, the internal components of the valve had stuck together and required some pressure to be applied to get fluid flow started. As specified in the IFU: ¿this device is made of silicone rubber, which like most rubber, may stick to itself when dry. This tendency to stick may result in slight valve performance variations which may differ from label specifications. When wet, the silicone rubber should not stick, therefore, the surgeon must verify that the valve components are wet and that fluid flows freely through the valve.¿ the complaint is considered unconfirmed since no defect was found in any of the valves.

Event description:
On mar2017, it was reported that after ventricle puncture, csf flowed normally. The ventricular catheter was inserted and connected to the valve and peritoneal catheter. Csf did not flow. Valve was flushed by pressing the reservoir with no changes. The peritoneal catheter was detached and the valve was flushed again by pressing the reservoir. Csf did not flow. The valve was detached and csf flowed spontaneously through the ventricular catheter. There was no patient injury. The event did not lead to increase in surgery time. The valve unit was explanted. Additional information has been requested. Linked to mfg. Report number 2648988-2017-00008.